Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer initially called because they received multiple ¿cells were detected in the plasma line from centrifuge¿ alarms. The customer contacted terumo bct support specialist for troubleshooting. The rn stated that she observed red cells in the plasma line and she tried to increase the hematocrit (hct) to resolve the alarms, but continued to get the alarm. Per (B)(4), the rbc detector was disabled and the procedure was continued since the hemolysis was due to the patient¿s condition. When the support specialist called back for customer follow-up on 12/13/2017, the customer informed her that the patient was transferred to a hospice and the patient expired. The physician stated that post-procedure, the patient developed cardiogenic shock, acute respiratory failure, lactic acidosis, acute kidney injury, non-traumatic rhabdomyolysis, acute and subacute hepatic failure without coma. The customer declined to provide patient identifier (ID) this report is being filed due to patient death, although per current information there is no suspected malfunction with the terumo bct device or allegation of a malfunction.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: a service call was placed and a full machine checkout was performed. The machine is functioning per manufacturer's specification. An autotest and saline run were successfully completed. The run data file (rdf) was analyzed for this event. Signals in the rdf indicated that the system operated as intended. Review of the rdf analysis showed that the ¿cells were detected in plasma line from centrifuge¿ alarm were triggered when the concentration of cells in the plasma line was higher than what the system expected and is commonly caused by an air bubble in front of the rbc detector, an inaccurate entered patient hematocrit, or hemolysis. The operator believed the patient¿s red-tinged plasma was related to their condition. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: it was noted previously that the operator disabled aim, but after rdf analysis, it was determined the customer disabled the rbc detector after repeated 'cells were detected in plasma line from centrifuge' alarms. Root cause: signals in the run data file show that the system operated as intended and is safe to use. The ¿cells were detected in plasma line from centrifuge¿ alarm is triggered when the concentration of cells in the plasma line was higher than what the system expected and is commonly caused by an air bubble in front of the rbc detector, an inaccurate entered patient hematocrit, or hemolysis. The operator believed the patient¿s red-tinged plasma was related to their condition. Per the customer, the operator was able to continue with the run. The run data file analysis and service of the machine did not reveal a failure or potential failure of the device that could have caused or contributed to the patient's death. The device was found to have functioned as intended. Based off of these investigation activities and the customers statements, the root cause of the patient's death was attributed to their disease state.

Event description:
The spectra optia exchange set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: per literature review, the overall incidence of death is 0.05%(in tpe procedures), but many of these deaths were in patients with severe preexisting conditions in which the apheresis procedure, itself, may not have been the precipitating cause(kaplan, 2012).according to the physician's handbook for apheresis (p. 29), morbidity and mortality related to therapeutic procedures are greater in acutely ill patients treated in a hospital setting than in routine patients treated in an outpatient setting. Per the handbook, no fatalities were attributed to apheresis during 20,485 procedures reported from the swedish registry. Additionally, per the handbook, the french registry calculated an overall mortality between 1/10,000 and 2/10,000. Furthermore, it states that a patient's death during an apheresis series is most often attributed to the underlying disease and is rarely directly related the procedure. Per the customer, the autopsy was unavailable. The device history record (DHR) was reviewed for this lot. There were no issues identified in the DHR that would have contributed to the death of the patient as experienced by the customer. Updated root cause: the run data file analyses and service call of the machine did not reveal a failure of the device that could have caused or contributed to the patient's death. Signals in both the run data files indicated that the system operated as intended and is safe tousle. As evidenced by the dlogs, the service call, customer statement, the DHR, and review by terumo bct medical safety, the device did not cause or contribute to the patient death. Rdf analysis of the subsequent tpe procedure was completed with rinseback. The system operated as intended and the device was found safe to use. The autopsy was unavailable. A definitive cause of death remains undetermined. Possible causes include but are not limited to:-patient disease state-patient sensitivity to the procedure. Root cause of the ¿cells were detected in plasma line from centrifuge¿ was determined to be due to patient physiology. The customer stated the patient¿s red-tinged plasma was related to their condition and continued the run. The system performed as intended by generating the "cells were detected in the plasma line" alarm. Citation:kaplan, andre. (2012). Complications of apheresis. Seminars in dialysis. Volume 25 (issue 2), pages 152-158.